Event description:
Ous MDR - after an implantation time of about 20 months, this device was explanted due to oversensing and inappropriate shock. The date of implant was not provided other than it was implanted sometime in (B)(6) 2009.

Manufacturer narrative:
Ous MDR.